Manufacturer narrative:
Follow-up #1: date of submission: 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: moisture was visible through the display lens and in the battery compartment. The pump powered on to a blank display and the remaining steps were unable to be verified. There was one power on reset event observed in the black box after an error, alarm, warning 128 (replace battery). A leak test failed due to a case seal leak. The pump was opened; there was moisture observed on the processor and on the power flex. The battery compartment was observed to be cracked from the case seal traveling to bumper. A leak was not found at the battery compartment.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.